Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was beeping and would not work. Opcheck was performed and the unit passed all tests; however the unit continued to beep afterwards. It is unk if there was pt involvement.